Event description:
During tracheostomy surgery for the permanent placement of a trach tube there was a fire when a cautery pencil either sparked or arced and ignited the 100% oxygen. Pt experienced burns both internally and externally.